Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device issue: kinked implanted stent. Time of device issue: during the procedure. Adverse event: none. It was reported that after the xact stent was successfully implanted in the left internal carotid artery, angiography showed a kink at the distal end of the implanted xact stent. The xact stent was post-dilated, but the kink remained in the stent. There was no adverse patient effects. No additional information was provided.